Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.